Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.

Event description:
Patient was anesthetized with multiple injections of a low volume of lidocaine. During treatment of patient's left side, one placement created some pain and the doctor stopped treatment and continued on and finished the placements for the rest of the template. At the end the doctor went back and treated the missing placement and the patient didn't report any pain. The next day the patient called stating she had weakness and numbness from her shoulder radiating down to her fingers (ring, index, and pinkie). She said when she doesn't move it she doesn't feel anything but when movement occurs these symptoms arise. She said it's really not painful. Approximately 5 weeks post treatment, patient's mother (clinic staff member) reported symptoms were still bothersome, but had gotten slightly better. Continued attempts to receive updates indicate symptoms continued to improve, yet not fully resolved. One year out, patient's mother stated patient still had tingling symptoms in her fingers (as best she knows) and stated her daughter requested to no longer be contacted for updates.